Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted the instrument had bent blades. No witness marks from the needle tip impacting the beveled wall were observed through microscopic inspection. The toggle switches were inspected under a microscope and no shearing or deformation were observed around the toggle switch or on the flat pin. Through microscopic inspection the flat pin was found to be properly oriented and no abnormalities were observed for the center rod. The bent blades on the instrument were straightened out so pmv could performed functional testing. The returned instrument was loaded with a test needle from the post marketing vigilance (pmv) inventory and applied to test media. The returned instrument was found to function properly, and the test needle remained intact. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Replication of the bent blade indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic nissen procedure when closing the esophagus, the needle got stuck while in the tissue and while toggling the device to try get it to work, the needle was loosened and remained in the tissue. A part of the needle remains in the patient tissue to avoid more damage.